Event description:
It was reported that a possible gas embolism occurred during an endometrial ablation and following a completed laparoscopic tubal llgation and hysteroscopic myomectomy. The patient had been pre-treated with lupron. Laminaria were not used and the dilatation was not difficult. Distending fluid was delivered at a maximum pressure of 80 through a mechanical pump with a deficit of around 1000cc. When the ablation was about 75% completed, the anesthesiologist informed the surgeon that the patient's blood pressure had dropped, as had patient's blood pressure had dropped, as had patient's oxygen saturation and end-tidal co2. The surgeon stopped the case and the patient's vital signs returned to normal in five or ten minutes. The patient was discharged the same day and had no apparent sequela. The case took approximately 1.5 hours including the laparoscopy.